Event description:
Patient reported, left 'breast pain. And pain towards the back, hardened breast'. Confirmed via MRI and mammogram. Patient mentions, recall. Device remains implanted. Patient later reported, nodules. Confirmed via MRI and ultrasound. Patient representative reported, capsular contracture, baker grade iii/IV and swelling.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.